Event description:
Info received from the account's engineer indicates when the bed is fully raised, when lowering; only the head hi/low will lower electrically. He found fluid ingress on the scale micro board and the power supply board.

Manufacturer narrative:
The account's engineer replaced the scale micro board and the power supply board to repair the bed. He is not sure how the fluid got into the electronics pan.